Event description:
It was reported that stimulation was turning on and off. It was noted that turning the device off didn¿t always work because sometimes the device would turn on and off on its own. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va01k4k, implanted: (B)(6) 2012, product type: lead, product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).